Manufacturer narrative:
Non-acceptable plasma material was possibly used for anti-hbs ii testing. Per information provided by the customer, the plasma samples were heparin plasma. Product labeling does not list heparin plasma as an acceptable sample type. Due to the incomplete information, regarding the exact identification of sample number and sample type and sample tube used, further investigations are not possible. Although discrepancy between sample types and abbott results are seen, reagent performs within specification. Further assessment with available/incomplete information and measured results was not possible. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
D4 unique identifier (UDI) # (B)(4). Four samples were returned for investigation. No further information concerning sample type/drawing date is available. The measurements were performed on a cobas e801 module, serial number (B)(6). The measured anti-hbs ii values, when using the same lot and same assay, are comparable to the values mentioned by the customer; however, a sample assignment or sample differentiation is not possible due to missing sample information. The investigation is ongoing.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable (B)(6) results for 1 patient sample on a cobas 8000 e801 module. The initial result with a serum tube was ((B)(6)). The repeated result with a plasma tube was ((B)(6)). The reagent lot number is 46240801 with an expiration date of 28-feb-2021. It is unknown if the results were reported outside of the laboratory. The customer considered the plasma results to "most likely" be true.